Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated the pump alarmed pump error 130. The pump passed displacement test. Due to this being the third instant of the alarm, the pump will be replaced. The customer's blood glucose was unknown.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump reset, unexpected rewind noted. Device received with cracked select button keypad overlay and minor scratches on lcd window.